Event description:
Medtronic received information via literature regarding the reduction of permanent pacemaker implantation by using the cusp overlap technique in transcatheter aortic valve replacement (tavr).  All data were collected from a meta-analysis review of five studies which collected data between february 2015 and april 2021.  All patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve.  No unique device identifier numbers were provided. Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, left bundle branch block (lbbb), stroke, aortic regurgitation (ar), conversion to open surgery, valve migration.  Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: rawish et al. Reduction of permanent pacemaker implantation by using the cusp overlap technique in transcatheter aortic valve replacement: a meta-analysis. Clin res cardiol. 2023 jan 19. Doi: 10.1007/s00392-022-02150-8. Earliest date of publication used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.